Event description:
Livanova deutschland received a report that a sorin s5 system displayed error fault in motor controller 431 pump 5b during set up. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the sorin s5 system. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow up it was clarified that present event is the duplicate of the previous MFR report number 9611109-2024-00315. Any follow up information will be submitted as follow up of MFR report number 9611109-2024-00315.

Event description:
See initial report.